Event description:
Reportedly, the subject device was interrogated before an external shock was delivered to reduce an atrial fibrillation. Absence of sensing was observing with the programmer at that time on the egms. Asynchronous pacing was observed several hours after external shock delivery. Later in the after, proper pacing and sensing was observed in safer-r pacing mode when the device was interrogated again. Explantations about this asynchronous operation and about recorded episodes were required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.